Event description:
Reportedly, the surgeon tried to pick up the tissue specimen with the pouch. However, the pouch tore along the perforation and another device was used to complete the case. Pt status: no injury. Procedure: lap hepatectomy.